Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular lead exhibited loss of capture due to lead dislodgement. The patient was asymptomatic to the event. The lead was capped and replaced on (B)(6) 2018. While replacing the lead when the physician went to tie down the suture sleeve on the new lead, the suture cut through the sleeve; the physician used a different suture sleeve and implanted the lead. The patient was stable throughout the procedure and will continue to be monitored.